Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was any staple formation issue noted during primary or secondary procedure? No. Did the patient have any prior surgeries? Gastric band. What was the cause of fibrotic tissue? Previous surgery. What was the anatomical location of the bleeding? Not known. Are photos or video available? No. What is the current patient status? Patient was discharged and doing well.

Event description:
It was reported that the patient underwent an open primary gastric bypass. The stomach was extremely fibrotic and thick so black reloads with seamguard were used for all firings. Sixteen (16) hours later there was gastric fluid noted in the drains. Patient taken back to theatre and the surgeon saw an opening in the staple line around the tissue where the 3rd firing would have taken place. He sutured this tissue back together and patient was sent to ICU for close monitoring for 24 hrs.